Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - movement disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, it was reported that at around 4:30 pm, the patient was at home with his wife when he had difficulty walking because of leg pain. The dexcom readings was "high" and the bg fs was 30 mg/dl. The wife assisted the patient to walk and sit on a chair and provided a coke but by the time she went back to hand him the coke, the pt was already having a seizure. The wife administered glucagon shot and the patient's seizure lasted for 20 minutes. He woke up confused and the wife took a bg reading which was 104 mg/dl while the cgm was reading 368 mg/dl. They did not seek medical assistance and said the patient is feeling fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. When the patient had leg pain, the reported glucose values fall within the e zone of the parkes error grid. When the patient woke up, the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.